Event description:
It was reported that the ilet displayed ¿sensor reconnecting¿ and lost dexcom g7 continuous glucose monitor (cgm) signal while the dexcom mobile app continued to show glucose data; support guided the user to re-enter the g7 pairing code, toggle the ilet cgm setting between g6 and g7, and restart the ilet, with instruction that reconnection could take up to 30 minutes. Symptoms included no access to cgm values on the ilet and no reported clinical symptoms. Outcomes included temporary interruption of cgm availability on the ilet with continued monitoring via the dexcom app. User support included guided troubleshooting and education on device pairing and reconnection steps. Investigation of this case revealed a communication issue limited to the ilet-to-sensor connection, with no evidence of sensor failure or patient harm, and the device software accepted standard reconnection procedures. It was concluded, based on previously established findings for similar reports, that the cause was transient wireless communication disruption between the cgm and the ilet.